Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A n integra account manager reported on behalf of the customer that on an unknown date, an a1059 mayfield modified skull clamp was used during an unspecified procedure and the patient's head slipped, causing two (2) skin deep cuts on the head. The customer stated that it was surgeon error but they wanted to have the device sent to the manufacturer to be checked. There was no surgery delay reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements. When the unit is properly positioned and put under pressure, unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads, this would not have caused slippage. Device history records reviewed shows no issues found. The device manufactured during this period passed all required inspections points. The complaint reported cannot be confirmed; no issues observed. Root cause is not determined at this time.